Manufacturer narrative:
The complaint is unable to be confirmed. One opened package containing four sealed ar-6500rrbe, batch 13022558 devices was received for investigation. As the complaint device that was alleged to have broken was not returned for evaluation, the event is unable to be verified. No problem was found with the returned devices.

Event description:
On (B)(6) 2021, it was reported by a distributor via sems that an ar-6500rrbe burr mechanism breaks and stops spinning. Surgeon thought it might be clogged but even after cleaning the burr, issue persisted. This was discovered during a procedure. When surgeon tried using a different burr, it broke as soon as it hit bone. This occurred again with a third burr from a different lot number.